Event description:
A customer reported flickering image while using hd autoclavable camera head. The procedure was completed with the same device. There was no delay, and the patient was not under sedation. The alleged malfunction was found after the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of flickering image was not confirmed. The device evaluation identified deterioration of the camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that ¿no image¿ was reproduced due to faulty cable. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.